Event description:
It is reported that the patient is experiencing pain, limited mobility, loosening, crunching noise and implant is out of place.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation: primary operative notes were provided for review. The notes state that with final components placed, the knee had excellent range of motion and was nicely balanced in flexion and extension. No complications occurred during the procedure. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. No information was provided regarding the implant that is allegedly out of place. A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.